Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the system stopped working. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The manufacturer's international service technician evaluated the device and could not duplicate the reported problem. However, they found a pm (power management) board failure, a display lcd (liquid crystal display) failure, and a power led (light emitting diode) failure. The service technician replaced the pm board, lcd, and power switch overlay. The reported problems were resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 12mar2020. B4: 12mar2020. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23jul2020; b4: 23jul2020. H11: b1 and h1 updated: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. H10: a user interface display assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a failure of the lcd (liquid crystal display) panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.